Manufacturer narrative:
The back check valve issue of the IV set was not confirmed by zyno medical's contract supplier.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00015).

Manufacturer narrative:
A quality alert has been sent to the contract supplier on 01/10/2017. The manufacturer had a quality meeting with the contract supplier on 01/11/2017 regarding the trending of back check valve issues of the IV sets. Investigation plans have been agreed and are in process. The manufacturer will actively follow up with the investigation. Upon receiving the complaint, it was initially determined as not reportable by the manufacturer. During the final review of the complaint file by quality/management, it was determined as MDR reportable on 01/05/2017.

Event description:
The user reported an issue regarding chemo backing up into the primary line from the secondary tubing. It was the third complaint from the same user regarding the same issue in the past week. The user reported "I had another issue with the backflow preventer not working again today. Same lot number and all as the set I sent out to you yesterday. No patients were injured, and patient did not have to stay longer in this case since I noticed it right away. The infusion that was running was bendeka. Strange thing is, in the past 2 instances it has happened, we have used the exact same setup for all premedications to infuse through with no problems. It is once the chemotherapy is connected that we have noticed it filling into the primary bag. It of course hasn't been this way in every case, since the first time it happened it was with the first bag that was hung on the patient." No patient was harmed with any adverse reactions. The IV set was not captured by the user.